Manufacturer narrative:
The evaluation has been completed. The reported problem (screen locked up) could not be duplicated. The module has been tested using sp-st-0003 in system for 3.5 hrs. Shutting down and re-booting. The system ran overnight then tapped on the printed circuit boards (pcb¿s) the next day to find any cold solder joints. Re-tested again and no problems were found. The field service technician did not duplicate the issue in the field. Replaced as pre-cautionary measure. Needs to be thoroughly cleaned, have hard drive re-imaged and have 5.19.2 sw upgrade installed. The hinge locks are in good working order. We were unable to determine the root cause, because the issue was not duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported a one time system shutdown error where the screen locked up.